Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the symptomatic patient with mild chest pain presented in the clinic for a follow-up visit post recent implant. Upon device check, increased capture threshold and decreased pacing lead impedance were observed on the right ventricular lead. A chest x-ray was performed and reviewed by the physician, but nothing conclusive was determined. The following day on (B)(6) 2019, the patient presented to the emergency room with severe chest pain. The patient underwent a CT scan and the physician reviewed the results. However, due to the CT image artifact observed on the lead or the device, nothing conclusive was determined. The physician was not sure whether the lead was dislodged or micro-perforated. Upon review, loss of capture and high output rv pacing were observed. A lead revision procedure was scheduled. The lead was successfully repositioned on (B)(6) 2019. The patient was stable before, during, and after the procedure and was discharged home the following day.